Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately eight months post the ipg system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. A cause of death was requested and not received. Concomitant product: 407645 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and no anomalies were found.

Manufacturer narrative:
No eval explain code.